Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 4470 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was removed because it was not functioning within normal tolerances. A request for additional information was made but not received. The lead was replaced and no patient complications have been reported as a result of this event.